Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch wil be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion being treated was located in the obtuse marginal (om). During inflation through stent struts, the balloon burst and split down the middle. The physician successfully used a maverick balloon over a choice pt guidewire to complete the procedure with no harm to the patient. No patient injuries or complications were reported. Patient's status listed as "ok."